Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B30422,cs000b9) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nausea, vomiting, anxiety, breast cancer, intrauterine device removal, abnormal uterine bleeding, uterine dilation and curettage, perineal pain, tachycardia, migraine without aura, depression, cholecystectomy, port insertion, obesity, abdominal pain, constipation, diarrhea, back pain, paratubal cyst and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury ("injury to herself"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy reaction") and psychological trauma ("psychological injury"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingo oophorectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, injury and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, injury, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,migration trailing coils: left: 5 coils identified right: 4 calls identified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: completely occluded bilateral fallopian tubes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), injury ("injury to herself"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy reaction") and psychological trauma ("psychological injury"). At the time of the report, the device dislocation, injury and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, injury, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events:psychological injury, pain, bleeding, allergy reaction was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B30422,cs000b9) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nausea, vomiting, anxiety, breast cancer, intrauterine device removal, abnormal uterine bleeding, uterine dilation and curettage, perineal pain, tachycardia, migraine without aura, depression, cholecystectomy, port insertion, obesity, abdominal pain, constipation, diarrhea, back pain, paratubal cyst and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury ("injury to herself"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy reaction") and psychological trauma ("psychological injury"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingo oophorectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, injury and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, injury, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,migration trailing coils: left: 5 coils identified right: 4 calls identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: completely occluded bilateral fallopian tubes.. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: previously reported event 'migration" made intervention required due to surgery. Reporter, lot number, medical history, essure removal date, action taken with drug, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.